Event description:
Additional information received from a manufacturers representative (rep). It was reported that before the patient left for vacation they had a dose increase. Then while on vacation, the patient started to feel overmedicated. The pump was checked in (B)(6) by another rep and there were no stalls or other pump issues noted. The patient chalked it up to the dose increase and then using boluses that he never usually used. The patient was supposed to follow up when he returned home but had not followed up as of last week. The patient has not had further issues. The rep had no further information to provide at this time.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (20 mg/ml) at 1.5 mg/day via an implantable pump for non-malignant pain and chronic low back pain. The patient's medical history included no allergies. The patient used to drink, denies smoking, and was generally healthy. The patient felt overmedicated days after a dose increase. The patient was seen in the emergency room (ER) by a company representative and the pump did not show any alarms or motor stalls. No changes were made. The patient was mostly worried that the pump may have been malfunctioning and was relieved that it was functioning normally. At that time the patient did not appear overmedicated, but was unwilling to wait while the situation was assessed and checked out against medical advisement (ama). The patient may have used the allowed boluses to excess. Surgical intervention did not occur and was not planned. The patient was alive with no injury, but it was unknown if the issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth.